Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 around 8.30 am. The customer blood glucose level was around 400 mg/dl at the time of hospitalization. The customer stated that the auto mode feature was active. Customer stated that blood glucose were normal but then due to stress it rose, after leaving hospital blood glucose did go back to normal. Customer was treated with the insulin pump. Customer declined to troubleshoot for the high blood glucose value as they stated it was not due to the insulin pump. The device will not be returned for analysis.